Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death. Per the physician, the patient died due to worsening comorbidities.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the patient's cardiac function gradually improved. Despite improvement of cardiac function, increased total bilirubin, worsened liver failure, sepsis, and disseminated intravascular coagulation (dic) were observed. Of note, the patient had several comorbidities including hypertensive cardiovascular disease, non-b non-c hepatitis, cirrhosis, and chronic kidney disease. Approximately 19 after the procedure, the patient experienced a cardiac arrest and passed away. The cause of death was noted to be septicemia and dic.